Manufacturer narrative:
A patient was experiencing ineffective therapy was reported to abbott. As a result, the patient underwent surgical intervention during which the system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention during which the system was explanted.